Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument closed on patient tissue and failed to reopen. The procedure was completed without any reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system showing 4 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected.